Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp and was able to reproduce the reported issue. The fse determined that the pressure transducer cable plug was intermittently failing. To fix the issue, the fse replaced the front end board, re-loaded b17 software, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) was unable to read pressure and augmentation due to a loose connection at the cable plug. No patient harm, serious injury or adverse event was reported

Manufacturer narrative:
Updated fields: b4, g3, e1(site country), g6, h2, h4, h6(type of investigation, investigation findings, component codes, investigation conclusions), h10. Additional information: tel - (B)(6). It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) was unable to read pressure and augmentation due to a loose connection at the cable plug. No patient harm, serious injury or adverse event was reported. Getinge stm confirmed that the pressure transducer cable plug was intermittently failing. Wiggled the cable and it would work. Replaced front end board and primary 9v battery alkaline . Re-loaded b17 sw, performed full calibration. Performed all functional tests and validated calibration. Unit cleared for clinical use.

Event description:
N/a.